Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device will not be returned.

Event description:
It was reported that a patient at home cut the driveline while performing a dressing change. "He heard the alarm and stopped immediately." There was no reported consequence or impact/injury to the patient for this event. It was also reported that "the driveline site looks fabulous". Service report dated (B)(4) 2014: patient cut driveline trying to remove anchor. Upon inspection it was noted that green, red, and white wires were damaged. Controller logs indicate front & rear stator shorts but no open phase. Electrical faults could not be reproduced. Damage to driveline was 3" away from exit site. Rtv added to damaged area to protect exposed wires. Regular sheath repair completed after rtv application. Driveline sheath repair.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The hvad pump ((B)(4)) remains implanted in the patient. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the driveline revealed the green, red, and white wires were damaged. The reported event was confirmed via review of the controller log files, which revealed a vad stop alarm and multiple electrical fault alarms on the date of the reported event. Inspection of the device revealed that the device failed to meet specifications. The confirmed malfunction is related to the reported event. The patient reports accidently cutting the driveline with scissors. A sheath repair was performed by a clinical engineer. The most likely root cause of the electrical fault alarms was damage sustained to the driveline wires. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The patient manual outlines steps to be taken during driveline dressing changes and that care should be taken not to pull on the driveline or get it caught on objects where the result may be sudden pulling or yanking. It further cautions that when changing your exit site dressing, inspect your driveline for moisture, cracks, tears or punctures. Report any damage to your doctor, nurse or vad coordinator. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.